Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor broke during insertion. The customer's blood glucose was 7.7 mmol/l at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor inspected for broken or missing parts none were found; the sensor and insertion needle were found whole.